Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. No ncr's were generated during production that would contribute to the complaint condition. One blade/screw guide sleeve and one helical blade inserter were returned. A visual inspection, functional test, and drawing review were performed as part of this investigation. The blade/screw guide sleeve was received with significant deformation of the proximal portion of the inner cannulation. Three indents were observed adjacent to the internal channels. It was noted that the red color coding is missing. The helical blade inserter was received with slight indents on the distal alignment pins and wear along the shaft of the device. Significant indents were also observed on the underside of the stop. It was noted that some of the red and yellow color coding is missing. The complaint condition is confirmed as the returned devices were functionally tested and could not be fully assembled. The devices start to bind when the alignment pins of the inserter meet a raised edge from the indents on the inner cannulation of the guide sleeve which has intersected the channel. Thus, the complaint condition is confirmed, consistent with the reported condition, and can be replicated. The balance of each device shows surface wear consistent with use and is in functional condition. The design contains only one insertion and final position alignment to allow the blade to be properly inserted and locked. Based on the orientation of the indents on the blade/screw guide sleeve it appears that force was applied with the inserter alignment pins incorrectly aligned. No unaddressed issues were observed and no product design issues or discrepancies that may have contributed to the complaint condition were observed. While a root cause cannot be definitively determined, the retuned condition is consistent with the result of an incorrect orientation and subsequent force. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the ball bearings on the helical blade inserter for trochanteric fixation nail advanced (tfna) cut the grooves on the inside of the blade/screw guide sleeve during an intertrochanteric fracture surgery on (B)(6) 2016. The ball bearings did not initially find the rifling ball bearing path easily. Surgeon continued to mallet the devices to successfully complete the surgery. A ten (10) to fifteen (15) minutes surgical delay was noted. No patient harm reported. Based on the investigation completed on aug 31, 2016, the complaint was deemed reportable. This report 1 of 1 for complaint (B)(4).